Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with inappropriate shock caused by incorrect interpretation of signal. No intervention or adverse patient consequences were reported.